Manufacturer narrative:
(B)(4).

Event description:
Complaint description: the extension line was broken at the connecting part with the hub after 25 days of use.

Event description:
The extension line was broken at the connecting part with the hub after 25 days of use.

Manufacturer narrative:
(B)(4). The customer returned one medial luer hub and injection cap for assembly. Visual examination of the luer hub revealed significant damage. The hub contained indentations and scratch-like markings. A small portion of extension line body was found inside the luer hub. The point of separation was rough and jagged, indicating undue force caused the breakage. Visual examination of the extension line could not be performed as it was not returned. A device history record review was performed with no relevant findings. The IFU provided with this kit warns the user , "to lessen the risk of disconnects, only securely tightened luer-lock connections should be used with this device". The customer report of extension line/luer hub separation was confirmed by complaint investigation. The returned luer hub was separated from the extension line and had signs of damage. The small piece of extension line inside the hub was rough and jagged, indicating undue force caused the breakage. A device history record review was performed with no relevant findings. Based on these circumstances, operational context likely contributed to this event; however, the probable cause could not be determined based upon the information provided and without the extension line being returned. Teleflex will continue to monitor and trend for reports of this nature.